Event description:
It was reported that acute stent thrombosis occurred. The target lesion was located in the left anterior descending (lad) artery. After the deployment of the 32 x 2.75 promus elite drug-eluting stent, the patient encountered stent thrombosis on the same day, possibly due to a dissection. Another promus elite stent was deployed the next day. The patient then had either stent thrombosis or a dissection, after which a non-bsc stent was implanted. There was a dissection noted thereafter and a third promus elite stent was deployed. No further patient complications were reported and the patient status was stable. There is no other information available regarding the patients medical history or concurrent medical conditions.